Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further information was received indicating that the full replacement surgery took place on (B)(6) 2015, not on (B)(6) 2015 as previously reported. The explanted devices were returned to the manufacturer on (B)(6) 2016 for analysis. Analysis of the returned generator was completed. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis on the returned lead portions did not confirm the reported allegations. Note that portions of the (+) white and (-) green electrode inner silicone tubes and quadfilar coils including the anchor tether and (+) white electrode were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations. Note that since portions of the (+) white and (-) green electrode inner silicone tubes and quadfilar coils including the anchor tether and (+) white electrode were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
.

Event description:
It was reported that a vns patient underwent generator prophylactic replacement surgery, on (B)(6) 2015. During the replacement, high impedance was observed when the new generator was connected to the existing lead. The system diagnostic tests were performed prior to the surgery and the results were normal (dcdc 2). When the new generator was connected, diagnostic tests were performed and the dcdc was 7. A pin insertion issue or a generator issue were ruled out by performing several attempts; high impedance persisted. It was then decided to move forward with replacing the lead. It was reported that apparently patient had complained of neck pain in weeks leading up to surgery. The return of the explanted devices is expected but they have not been received to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.